Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the charger enclosure, power tray and 30 ias batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that when the site attempted to turn on the system, it gave a battery alert on the pendant. When they rebooted the image acquisition system (ias), the pendant would not boot up. No patient present.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000162, serial/lot #: none product ID: bi71000163, serial/lot #: none product ID: bi71000531, serial/lot #: rev. 5 : s/n n/a h2: additional information: additional information was received regarding the initial reporter. See e3. H2, h3, h6: device evaluation: the returned fan blade was analyzed by a medtronic representative. Visual inspection confirmed it was physically broken on one fans. The dual fan assembly was damaged. Previously reported codes 10 and 4307 are applicable, as is code 180. The returned power conversion enclosure was analyzed by a medtronic representative. No failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned power tray was analyzed by a medtronic representative. No failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. The returned charger enclosure was analyzed by a medtronic representative. No failures were found. Previously reported code 10 is applicable, as are codes 213 and 67. Neither product bi71000162 nor product bi71000163 have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.